Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the front panel blacked out with a beeping sound due to pressure sensor/pressure sensor circuit failure. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when starting up the high flow insufflation unit, the front panel blacked out without producing an error code. The event was found during preparation for use. The unknown diagnostic procedure was completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it was due to faulty patient circuit (cr) board (upuhi4cr00/ru259800) which has the functions of air feeding control, user I/f control, and communication between peripheral devices. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.